Event description:
Information was received from a consumer (con) and a health care provider (hcp) via a manufacturer representative (rep) regarding a patient with an implantable pump. It was reported that the patient stated that the pump was not helping his chronic pain, so he had it explanted. There were no known environmental/external/patient factors that may have led or contributed to the event and no known diagnostics/troubleshooting performed. Actions/interventions taken included the patient having the entire device explanted at an unknown date. The patient could only say "multiple years ago". During explant, the patient stated that the catheter fractured at some point and pieces were abandoned. The issue was resolved at the time of the report.

Manufacturer narrative:
Continuation of d10: product ID 8709 lot# serial# (B)(6) implanted: (B)(6) 2002: product type catheter product ID 8596sc lot# serial# (B)(6) implanted: (B)(6) 2016: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(6), ubd: 11-apr-2004, UDI#: (B)(4); product ID: 8596sc, serial/lot #: (B)(6), ubd: 25-aug-2018, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.